Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified observed an irregular texture that is related with the complaint. A microscopic analysis identified the device is intact and functional. Also, observed a variation on texture density (ut), the measure is 2.3 mm approximately larger size but it is according with the qa199.01. Specification (no uneven texture area > 5 mm) based on the device analysis the final assessment is: observed a variation on texture density but it is within specification. The device is intact and functional.

Event description:
Company representative reported on behalf of healthcare professional "te powdery after opening." The device did not touch the patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is not applicable as the device was not implanted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported on behalf of healthcare professional "te powdery after opening." The device did not touch the patient.